Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data could not confirm the reported issue as not enough information was provided to determine the nature of the issue or on which transmitter the issue occurred on. However, a transmitter end of life alert was noted to have occurred on (B)(6) 2017. The root cause could not be determined via data.